Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. The device history record reveals no anomaly was reported in this during its packaging and inspection processes that could be related to the reported condition of ¿foreign material¿. The device met all in-process inspections and testing requirements as specified in the packaging shop order and related procedures. The complaint is unconfirmed. UDI number: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2018-00081.

Event description:
A distributor reported on behalf of the customer that three (3) c5602 cusa excel 36khz disposable wrenches were found to have foreign materials. There was no patient involvement as the event occurred during incoming inspection on 30oct2018. Additional information has been requested.